Event description:
It was reported that there is atrial undersensing on the device. The sensitivity was changed. The device was then replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed and indicated undefined resistance. The daily pacing lead impedance data showed 6 daily points missing/skipped for the atrial pacing lead between (B)(6) 2010 and (B)(6) 2010. Two patient alerts for atrial pace lead impedance "not taken" occurred on (B)(6) 2008 and (B)(6) 2008. Additionally, the device was noted to be approaching elective replacement indicator (eri). The last battery measurement was 2.64 volts on (B)(6) 2010 is just before eri at 2.62 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: prk132173h analysis of the device revealed normal battery depletion.